Event description:
This was a lead extraction case performed in the catheter lab to remove 2 leads because of infection. Because the ra lead was fully stretched, it could not be prepped with lld-ez, so the physician used string. The rv lead was prepped with lld-ez. The physician began lasing the ra lead with a 12fr slsii. The laser could not advance at subclavian vein, so the physician switched to the rv lead. Again, no advancement was possible. The physician decided to upsize to a 14fr slsii and lased the rv lead. No advancement was made. The physician changed back to the 12fr slsii and lased the ra lead again. At that time, the patient¿s blood pressure dropped, but there was no abnormality on the echo, and the blood pressure increased, so the procedure was continued. The physician used the outer sheath of the 12fr slsii, and it advanced to near the svc junction. The physician then upsize to the outer sheath of a 16fr slsii. When it advanced near the svc junction, the patient¿s blood pressure dropped. A cardiac tamponade was observed. The accumulated blood was drained and the patient was transfused. At that time, a decision was made to cut and cap the lead, with the lld-ez still in the lumen. The patient survived. Lead extraction procedure is planned for next week.

Manufacturer narrative:
Additional information received: patient underwent lead extraction procedure on (B)(6) 2013 and the condition of the patient is stable. (B)(6) was also provided. Corrected data: patient is female. Actual device at time of event was a 14fr. Slsii.

Event description:
This was a lead extraction case performed in the catheter lab to remove 2 leads because of infection. Because the ra lead was fully stretched, it could not be prepped with lld-ez, so the physician used string. The rv lead was prepped with lld-ez. The physician began lasing the ra lead with a 12fr slsii. The laser could not advance at subclavian vein, so the physician switched to the rv lead. Again, no advancement was possible. The physician decided to upsize to a 14fr slsii and lased the rv lead. No advancement was made. The physician changed back to the 12fr slsii and lased the ra lead again. At that time, the patient's blood pressure dropped, but there was no abnormality on the echo, and the blood pressure increased, so the procedure was continued. The physician used the outer sheath of the 12fr slsii, and it advanced to near the svc junction. The physician then upsize to the outer sheath of a 14fr slsii. When it advanced near the svc junction, the patient's blood pressure dropped. A cardiac tamponade was observed. The accumulated blood was drained and the patient was transfused. At that time, a decision was made to cut and cap the lead, with the lld-ez still in the lumen. The patient survived. Lead extraction procedure was performed on (B)(6) 2013, and patient is stable.